Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer attempted to load multiple new cartridges; however, the issue persisted and customer ultimately reverted to manual injections for insulin therapy, and declined further troubleshooting with tandem technical support. There was no adverse impact on customer's blood glucose level.